Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy defibrillator (crt-d) system presenting electrogram (egm) due to concerns of loss of capture (loc) on the right ventricular (rv) lead. Upon review, the presenting egm showed various morphologies, ts was unable to confirm rv capture. Ts recommended for the patient be scheduled for an in person visit for further evaluation. At this time, the crt-d and rv lead remains in service. No adverse patient effects were reported.